Event description:
Procedure: laparoscopic billroth gastrojejunostomy. Reportely, a few days after the procedure, the patient experienced leaking from the anastomosis. There was no evidence of improper staple formation or any indication that the stapler did not perform as intended. The leak was healed through draining and artificial alimentation of the lumen.